Event description:
This pt offered no complaints , re-treatment. Treatment started at 645 am. At 905 she c/o abdominal cramps. Bp was 88/60, was given 400cc ns. At 945, pt again c/o abdominal pain. Ns given. Dr notified. Pt offered to have treatment discontinued at 1020 am. Continued to c/o abdominal pain. Dr called, pt was taken to ER and admitted for analysis. No kinks were noted in lines. The machine was pulled and checked. The blood pump was found to be maloccluded. No other problems were found with the machine. The pt is back to the center for her treatments.